Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, g1, g3, g6, h2, h3, h6 and h10. Review of the most recent repair record determined the reported event could not be duplicated as the motor had failed. The motor and motor sleeve were replaced and the reported event was resolved. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. E1 phone(B)(6). G2 foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly. The event occurred during surgery. There was no reported patient harm, or delay, no additional graft was taken, and an alternate device was available to complete the procedure. Due diligence is complete, no further information is available at this time.